Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String broke with the tampon still in my vagina [foreign body in reproductive tract]. String broke- tampon [device breakage] . Removing a tampax pearl super absorbency and the string broke. Tampon still in vagina [complication of device removal]. Case narrative: consumer reported via email that the tampon string broke. No serious injury was reported.

Event description:
String broke with the tampon still in my vagina [foreign body in reproductive tract] string broke- tampon [device breakage] removing a tampax pearl super absorbency and the string broke... Tampon still in vagina [complication of device removal] case narrative: consumer reported via email that the tampon string broke. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.